Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device leaking during usage could not be duplicated. There was evidence of third party tampering, and service replaced the motor controller and motor. The device was returned to the customer.

Event description:
It was reported that the handpiece began leaking an oily substance while the equipment was being tested. This was not during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.